Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system delivered inappropriate shocks due to low amplitude signals which occurred in primary and secondary vectors. A review of the patient¿s medical records from the past two years was performed. It was identified that six months post implant, the patient presented to the emergency room as the pocket incision had opened. The procedure notes stated that after the pocket was excised and flushed, the generator was placed back in the pocket and the pocket was closed. There was no dictation of the device being sutured back into the chest wall. An x-ray which was performed at that time shows the device header was facing inferior after this procedure. A recent x-ray was performed which identified the device is either flipped on axis or has migrated and is freely moving within the pocket. Additionally, the electrode was observed to be superficial at the tip. Isometrics were performed and when the patient is on his side and the generator migrates anterior, sensing measurements are diminished. Reprogramming was performed to alternate vector and there has been no documentation of sustained or non-sustained events. No additional adverse patient effects were reported.